Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, sharp abdominal pain, pain, urinary retention, frequency, urgency, recurrent incontinence, and bladder infections. No further information has been provided.